Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic rectopexy, during the fixation of the mesh, the device was blocked. No staples were able to fire from the device. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo hernia universal 65 hernia stapler. Visual inspection of the instrument noted the handle was advanced. The dlu was received preloaded with a tack in the e piece. No damage was noted to the e piece. During test firing, the tacks seated properly, but the handle did not retract after firing due to a broken leaf spring. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The root cause of the observed condition was determined to be a result of a manufacturing activity. Process improvements have been made to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.